Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported atrial perforation was due to user technique/procedural circumstances. It should be noted that, per the IFU: the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr 3+). The off-label use did not contribute to this event. The reported patient effect of perforation as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the atrial septal defect requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted in the mitral valve, reducing mr to 1. The tricuspid valve was treated next. One xtr mitraclip was implanted without issue. A second clip delivery system (cds) was advanced however interacted with the septum hole created during the mitral valve procedure, making the septal defect larger. The cds was removed and a new xtr mitraclip was implanted in the tricuspid, reducing tr from 5 to 3+. The septal defect was closed with an amplatzer device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.